Event description:
Complainant alleged that during biomed testing the device blew three fuses and was not operable. Complainant indicated that there was no patient involvement in the reported malfunction.